Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The blood glucose reading at the time of the call was 231 mg/dl. It was stated that the customer had been giving herself boluses even though she was not eating. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.